Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastric bypass. According to the reporter: the trocar broke in half upon entry. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.